Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis. On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. On an unspecified date in (B)(6) 2010, the patient made a mistake or experienced touch contamination. On (B)(6) 2010, the patient was diagnosed with and hospitalized for peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed escherichia coli. It was unreported whether treatment was provided. It was unknown if peritoneal dialysis therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was considered recovered from the peritonitis on an unspecified date in 2010. It was unknown if the patient had recovered from the event of mistake or touch contamination. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (gd876474, gd873919), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The facility reported a flo-gard pump with an occlusion error but no actual occlusions were present. The reported condition occurred during programming/setup in the pharmacy area. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.